Event description:
It was reported that there was an impedance increase observed on the lead and also an increase in thresholds. The lead monitor was updated and the lead remains in use. It was also reported that the lead was suspected to have fractured and the lead will be replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was an impedance increase observed on the lead and also an increase in thresholds. The lead monitor was updated and the lead remains in use. No patient complications have been reported as a result of this event.